Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2017-00301. Section h. Box 4. Device manufacture date.

Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was fractured approximately 123.5 cm from the hub. The cat6 was kinked approximately 122.0 cm from the hub. Conclusions: evaluation of the returned devices revealed that the cat6 was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. Further evaluation of the cat6 revealed a kink. This kink was likely incidental and may have occurred while packaging the device for return. The fractured distal segment of the cat6 was not returned for evaluation. The peel-away sheath mentioned in the complaint was not returned for evaluation. There was no visible damage to the non-penumbra device. Therefore, the root cause of the reported resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician experienced resistance while advancing a cat6 through the peel-away introducer sheath into a non-penumbra sheath with an rhv. The physician therefore attempted to remove the cat6 from the sheath; however the cat6 began to unravel and came apart. The physician then removed the sheath with the cat6 inside, and completed the procedure with a new non-penumbra sheath with an rhv and a new cat6. There was no report of an adverse effect to the patient.